Event description:
Nicu nurse responded to a crying premature infant. PICC found lying in crib. The PICC was broken at the oval section. Remainder of PICC was still secured. Minimal bleeding at insertion site. PICC removed. No untoward patient effects.

Event description:
Nicu nurse responded to a crying premature infant. PICC found lying in crib. The PICC was broken at the oval section. Remainder of PICC was still secured. Minimal bleeding at insertion site. PICC removed. No untoward patient effects.